Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, error codes related to the charging of the internal battery were observed. The device's power management board and internal battery were replaced to address the issues.